Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: exact date unknown; however, reported as (B)(6) 2016. Concomitant medical product - consept quick hydrogen peroxide solution lot za05439. (B)(4). Device evaluation: the neutralizing tablets were returned to the manufacturing site for investigation. Chemistry testing was performed. The results do no reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. Retain sample. The retain sample was investigated and chemistry testing performed. The results do no reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. Manufacturing record review: a review of the manufacturing records was performed. Environmental monitoring and sterilization records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records reviewed and found to be in order. Based on the results of the investigation, no product deficiency was identified. Reported issue was probably caused by use error. Product directions for use indicate that consept quick should not be used with colored soft contact lenses. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient's mother that the patient experienced red eyes and reportedly her eyes felt itchy with use of consept quick. She had symptoms from (B)(6) 2016, when wearing lens. Patient went to see an ophthalmologist twice and received 2 eye drops. She used consept quick before, but did not have such symptoms. It was reported that the patient cared for her color contact lens with consept quick. It was explained that the product is not for the care of color contact lenses. In follow up, the symptoms of red eyes and itchiness were relieved. Patient used up eye drops; the name of the drops was unknown. The doctor did not tell the patient that using consept quick was the cause of symptoms. Doctor told patient to rest from using consept quick because patient had such symptoms only while she used the product. Consept hydrogen peroxide solution was used with the product and a separate MDR will be filed.